Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was a water leak from rear of the cooler heater unit. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) determined a fitting needed to be replaced in the cooler heater unit. When the fsr was replacing the fitting, it broke. This meant he also had to replaced the valve.